Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a stent was found to be damaged. Prior to use, during prep, it was noticed that one of the struts on the taxus express2 3.0x16mm drug eluting stent was lifted. The product was removed from the field and the procedure was complete with another taxus stent. No pt complications occurred. Pt status was reported to be satisfactory.